Event description:
It was reported that the pt underwent a balloon ablation procedure approx five yrs ago. A possible uterine perforation occurred. No additional info has been provided.

Manufacturer narrative:
Conclusion - no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.